Event description:
The customer reported the ventilator alarmed due to oxygen not available and a leak was reported when connecting oxygen to the wall. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported event. The service technician reported there was a leak in the gas delivery system. The service technician replaced the gas delivery system to complete the repair. Performance testing was completed and tests passed to operating specification. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient.

Manufacturer narrative:
Gas delivery system.